Event description:
It was reported that the external pulse generator had multiple instances of generating the self-test failure error occurring over the past several months. It was noted that one of the buttons may be sticking. The generator was returned for service. There was no patient involvement. It was further reported that due to extensive damage the generator was returned to the customer unrepaired and it was returned for service again with additional authorization to repair.

Event description:
It was reported that the external pulse generator had multiple instances of generating the self-test failure error occurring over the past several months. It was noted that one of the buttons may be sticking. The generator was returned for service. There was no patient involvement. It was further reported that due to extensive damage the generator was returned to the customer unrepaired and it was returned for service again with additional authorization to repair.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that one of the buttons on the keyboard was "sticking", it was collapsed. Analysis also found the upper case was broken and contaminated and that one side bail cover was broken and one contaminated, the lower case was broken and corroded, the battery release, battery drawer, heart lead flex and board connector flex cables were contaminated, the lead flex cover, main printed circuit board and liquid crystal display were corroded, one case screw was missing and had been replaced with the wrong part, the battery contacts were compressed and the ring cover and ring bail were missing. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had multiple instances of generating the self-test failure error occurring over the past several months. It was noted that one of the buttons may be sticking. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.